Event description:
The customer contact reported device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device was returned to the biomed dept from an unk clinical area. The customer contact indicated the device had an audible alarm with the 11/004 service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
During testing at the service ctr, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service code alarm code. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.